Manufacturer narrative:
A ge service representative performed an on site investigation. The software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a file corrupt error message and would not boot up. There is no report of patient injury.